Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 due to diabetic ketoacidosis. The blood glucose level was 750 mg/dl at the time of event and the patient got treated with intravenous insulin. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record (B)(4) on (B)(6) 2025. Device history record (DHR) review: the lot 6003386 was manufactured according to the work instruction (wi) version 77 on 20-sep-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 20-may-2025 against harm code no malfunction based on complaint information, malfunction code no malfunction describe and lot 6003386 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.